Event description:
It was reported that the device was explanted due to no telemetry, no pacing on external EKG, no magnet response, no output, and the patient's rhythm at an escape rate of 20-40 bpm. The patient has been undergoing chemotherapy and radiation therapy. The device was reported at eol. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted due to no telemetry, no pacing on external EKG, no magnet response, no output, and the patient's rhythm at an escape rate of 20-40 bpm. The patient has been undergoing chemotherapy and radiation therapy. The device was reported at eol. No patient complications were reported as a result of this event. A 3500a was received and reports that there was a total pacemaker failure at pacemaker check. The patient was admitted to the hospital and underwent a device replacement surgery. No telemetry, no pacing, no magnet response, and device end of life was noted.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry conditions. The no output and no telemetry conditions were the result of lifted output bond wires. It was reported that the device was explanted due to no telemetry, no pacing on external EKG, no magnet response, no output, and the patient's rhythm at an escape rate of 20-40 bpm. The patient has been undergoing chemotherapy and radiation therapy. The device was reported at eol. No patient complications were reported as a result of this event. A 3500a was received and reports that there was a total pacemaker failure at pacemaker check. The patient was admitted to the hospital and underwent a device replacement surgery. No telemetry, no pacing, no magnet response, and device end of life was noted. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, usual examination component/subassembly failure (select specific code from category d)wire device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy output, none pace, failure to.